Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to transmit via radio frequency (rf). A wanded tranmitter will be sent to the patient. The patient was stable.